Event description:
Customer called lfs on 2002 alleging their ot ultra meter would not prompt error 2. The issue was unresolved with troubleshooting. Pt was experiencing symptoms of high blood sugar, pt stated it was due to running out of their prescribed insulin medication. No further info was reported. The meter has been replaced.